Event description:
It was reported that the blade of the balloon was lifted. The target lesion was located in the mildly tortuous and severely calcified shunt. A 5.00mm/2.0cm/50cm small peripheral cutting balloon was selected for use. During the procedure, inflation was performed more than 10 times at 6atm. Upon removing the device, it was noticed that the blade was just lifted. The procedure was completed with this device. No patient complications were reported.